Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 200 ohms. Additional information was received that the patient had undergone an ablation procedure in which right ventricular noise and the high out of range shock impedance measurements were noted to be related to. Subsequently, the patient underwent defibrillation threshold testing. The device remains in service. No additional adverse patient effects were reported.